Manufacturer narrative:
On september 24, 2024, mentor became aware that the patient also experienced capsular contracture, baker grade unknown, hence, clinical code "capsular contracture" has been added to field h6 on this form. Reason for device explant and/or reoperation: left rupture, capsular contracture, baker grade unknown, and granuloma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 17, 2024, the mentor failure analysis lab received the device for evaluation. On october 18, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the siltex hpg, 425cc breast implant had a tear measuring approximately 6.8 cm on the anterior view. Additionally, an area of silex cracking was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture and granuloma mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 74-year-old female patient primary breast augmentation procedure with 425cc mentor memorygel breast implant and experienced breast implant rupture, and granuloma on her left side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. It was reported that the patient had a mammogram that indicated an enlarged left axillary lymph node with silicone and when surgeon did surgery left implant was discovered to be ruptured. The patient underwent bilateral replacement surgery with catalog number 3504254bc; serial number (B)(6), and with catalog number 3504254bc; serial number (B)(6) on the right side on (B)(6) 2024.